Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring in reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, crack was seen on reservoir compartment and drive support cap was not damaged. The insulin pump was returned for analysis.